Event description:
Covidien received info stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and recommended replacement of the gui printed circuit board (pcb). The customer was provided a quote for the repair. Covidien is awaiting a response from the customer. The repair of the device has not been completed.

Manufacturer narrative:
(B)(4).